Event description:
It was reported that the user experienced both hypoglycemia and subsequent hyperglycemia while using the ilet system with a dexcom g7, after the user had been consistently selecting lower meal options due to recent reduced-carbohydrate eating, which led to maladaptation and prompted a factory reset performed with new supplies, target set lower, and weight entered per guidance. Symptoms included a low blood glucose of 39 mg/dl with slurred speech, which the user treated with glucagon, followed by a rise in blood glucose to 259 mg/dl. Outcomes included resolution of the acute low with self-treatment and no hospitalization or additional medical sequelae reported. Investigation included troubleshooting and education on best practices post¿factory reset, including consistent meal entries, meal spacing, and monitoring for fluctuations. Investigation of this case revealed that device performance was influenced by user meal selection behavior leading to algorithm maladaptation prior to the reset, with no alarms reported and no additional device malfunctions identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.